Event description:
As reported by the edwards field clinical specialist, the sheath leaked severely with any device inserted into it, except when a .035 wire was in by itself. The procedure was completed with no major incidences to speak of, except the hemostasis valves/sheath leak.

Manufacturer narrative:
The sheath was returned to edwards for evaluation in used condition. A hemostasis leak test was performed, which confirmed that the leak rates observed met manufacturing specifications. During the test, it was noted that the sheath only leaked when the pigtail catheter was inserted, therefore confirming the complaint. Following hemostasis testing, the valves in the sheath were removed and visually inspected. The source of the leak was identified as a tear was observed on the disc valve (middle valve). There were no abnormalities observed on the other two valves. A dimensional analysis showed that the device met manufacturing specifications. A DHR review did not reveal any issues that could have contributed to the reported complaint. A review of the complaint database found two similar complaints with the same root cause of a tear in the middle valve. The root cause of the leak reported in this case was the torn middle valve. The root cause of the tear itself could not be determined through visual inspection, so a study was performed in order to replicate the tear. Based on this testing, it was determined that the observed tear likely would only occur if there was existing damage/cuts to the disc valve prior to the procedure. It should be noted; however, that the source of the prior damage, (whether occurred during manufacturing or during use at the case), cannot be confirmed. The complaint was confirmed but it could not be determined if a manufacturing non-conformance contributed to the complaint. From the study performed, it is likely that prior damage to the disc valve likely caused a tear when an introducer was inserted into the sheath. It is possible that a damaged guidewire or introducer being inserted or removed through the sheath could have caused the damage on the valve. Furthermore, it is possible that the damage occurred before or during assembly. The source of the prior damage, whether it occurred during manufacturing or at the case, could not be determined, as shown in the hemostasis testing, the returned device only leaked on one hemostasis test condition (sheath + guidewire + pigtail). This was due to the tear on the middle disc valve, which is designed to prevent leakage when a pigtail catheter, delivery system, balloon catheter, or introducer is in place. Although the disc valve is designed to maintain hemostasis of the introducer and delivery system as well, no leak was observed in this test condition likely due to the introducer and system being large enough so that even with the small tear present, the valve could successfully seal around the introducer. The other two valves were still functional and could maintain hemostasis of the sheath when the guidewire is inserted or when the sheath is in the patient with no other devices. As mitigation against a potential manufacturing non-conformance, an examination is being added to the receiving inspection process for disc valve components.

Manufacturer narrative:
The investigation is ongoing.